Manufacturer narrative:
Qn# (B)(4). One unused 003-40f kit (340 ml reservoir plus one 000-40f adaptor) lot 20b115 was received for evaluation. The kit was unused in a plastic dust cover. The number "20" was embossed in the plastic of the bottom of the water reservoir. Lot number of adaptor received was 13m19. The adaptor had a sleeve around the whistle area. The adaptor body was white, and the snap cap was clear. The number "60" was embossed in the plastic inside of the adaptor body. No visual defects were observed. In device history record review of 003-40f lot 20b115, manufacturing event logs showed no issues that may have contributed to the reported complaint; process parameters were within specification; and in-process qa inspections were acceptable. In device history record review of adaptor lot 13m19 packaged with lot 20b115: process parameters were within specification; in-process qa inspections were acceptable; and post-sterility package integrity tests were acceptable. The adaptor manufacturing event log for adaptor lot 13m19 showed no issues that may have contributed to the reported complaint. Performed manual whistle test: flowmeter was set to 2 l/min and complaint sample adaptor whistled at about 9 psi; part passes. In functional test, the adaptor snap cap made a stable connection to the flowmeter. The flowmeter was alternately set to 5 l/min and 10 l/min. In each case, no bubbles were observed in the bottle, and air leakage was detected. When the adaptor was separated from the bottle, it was observed that the adaptor's puncture pin had not completely punctured the bottle's adaptor port. Root cause was molding of the bottle during the manufacturing process. The complaint is confirmed. A non-conformance was opened to address this issue.

Event description:
It was reported "during the use of the aquapack, the staff faced difficulties. There was a leak of oxygene at the level of the connector. The leak of oxygene is happening as soon as we touche the aquapack. So the oxygene was not properly infused to the patient". No patient harm or injury reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the use of the aquapack, the staff faced difficulties. There was a leak of oxygene at the level of the connector. The leak of oxygene is happening as soon as we touche the aquapack. So the oxygene was not properly infused to the patient". No patient harm or injury reported.